Event description:
It was reported that the foley catheter balloon was difficult to inflate during a pretest. Per follow up on 16nov2020, it was unknown whether there was any damage found on the balloon of the foley catheter.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. The reported failure was considered out of specification as the reported failure was able to be reproduced. 1 sample was confirmed to exhibit the reported failure. The product was not used for treatment purposes. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing foley catheter. Visual inspection of the sample noted no obvious visible defects. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not completed as they are addressed by existing CAPA. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon was difficult to inflate during a pretest.